Event description:
It was reported that the patient presented to the clinic following inappropriate shocks during normal household activities. The clinician observed oversensing of noise and out of range rv (right ventricular) lead impedance readings (greater than 2000 ohms). The patient was admitted for a possible rv lead revision. The pocket was opened, and the rv lead was observed in the header. It appeared that the rv lead may not have been fully seated. The leads were then disconnected, analyzed, and found to be satisfactory. They were reconnected to the device and were ok until the pocket was manipulated. Aberrant device behavior was observed. Failure to ventricular pace, ventricular oversensing, non-capture, and high ventricular lead impedances were noted. The device was replaced, and no further patient complications were reported as a result of this event.